Event description:
It was reported the implantable cardiac monitor (icm) "popped out" of the patient's body. The device was explanted. No further patient complications have been reported as a result of this event.